Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ablation spots during treatment seem to be shifted to the right in the view through the oculars (temporal for od, nasal for os) on hyperopic and hyperopic cylinder treatments. They did not interfere with the ability to complete the treatments for the day. Additional information received states the treatment are treated in the correct spots.

Manufacturer narrative:
During technical onsite visit the, field service engineer (fse) found very slight reflection from the beam splitter. The fse aligned the optical rail and cleaned and rotated the beam splitter. System verified to specification. A slight reflection from the beam splitter can be easily misinterpreted as an ablation shift, and has been confirmed during the fse on-site visit. The ablation shift was not confirmed. The reflection is a known issue. In very seldom cases it is possible that beam reflections are visible in the ablation plane but these reflections are without influence to the treatment results and there is no risk to the patient. The size of the diameter of passage for the sensor block could contribute to a slight reflection in the ablation plane. This reflection can be corrected by beam path alignment. The root cause of the reflection is the size of the sensor block diameter passage. However the device was found to be within specifications. The manufacturer internal reference number is: (B)(4).